Event description:
Pt had multiple ventral hernia repairs, the last was in 2003. Readmitted to another hospital one month later, hypotensive with free air in the abdomen. Exploratory laparotomy with mesh removal done, small bowel resection performed. Multiple complications and death followed. During the exploratory laparotomy the surgeon thought the titanium tack holding the mesh may have eroded into the small bowel.